Event description:
The account alleged during a preventive maintenance check they found the bed would not go into the reverse trendelenburg position.

Event description:
It was reported that during a proctectomy procedure, the device was having trouble maintaining pneumo. They tried to peel off the top seal and reseat it, but it still had a slight leak. They had to open the case, but it was not due to the trocar. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Leak test failed with test probe. The analysis results of the found that the device was returned in good visual condition. The device was functionally leak tested and failed with the test probe inserted through the device. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)